Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, an unspecified device failure occurred. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device, handle, guides, foot and sheath were returned for evaluation. The plunger, suture, link and cuffs were not returned, limiting the scope of investigation. The returned components were found to be normal for a used device and were undamaged. The evaluation did not indicate any evidence of a product quality deficiency that would contribute to the reported unspecified device failure and the reported device failure could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.